Event description:
The customer stated that the device was unable to power on and there was no audio on the device. There was no patient involvement. There were no reports of a patient injury or harm.